Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 pocket a4 failed to lock. A field service engineer (fse) unloaded the pockets a4 d3 and d5, then released the pockets a4 d3 and d5, then ensure the contact points between trays were cleaned. Then fse reinserted the pockets and reloaded medication. Then performed inventory of the pockets a4 d3 and d5 with success. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawers 3.1 and 3.2 were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported based on this event.